Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air bubbles. The following information was received by the initial reporter with the verbatim: 30-oct-2023 - lvp giving frequent air-in-line alarms. Patient could visibly see bubbles in the line. Nurses were trying to get the bubbles out of the line, and eventually told the patient, "it's okay if a few bubbles get in there." 31-oct-2023 - same pump as before. Continuing the frequent air-in-line alarms. Nurse told patient "when it alarms like that: just push the reset button." Patient had to push the reset button about 40 times this day. Patient requests to have the lvp exchanged, and the nurses change it out, but the new lvp is also alarming. When these alarms get annoying for the nurse, she removed the line from the pump, and just let it hang. 01-nov-2023 - alarms again on the lvp, this day, the line is back in the lvp. Patient is concerned about this day because the IV bag emptied in about 10 minues, instead of the usual hour he was used to. Patient told the nurses he was sick of pushing the reset button, and the nurses told him that unfortunately the equipment at this location isn't very well kept by the biomedical engineers.